Manufacturer narrative:
This report is duplicate to MFR # 2916596-2021-04099.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during service, engineer advised mobile power unit had a severed cable connector. It was labelled as not ready for human use but will need a swap unit shipped out. There was no patient or healthcare provider involved. There was a disconnected cable. Unit was to be returned for repair and replacement sent.